Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-may-2019 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for eval: yes. Device eval by MFR: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 17-may-2018. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was not providing power. The patient had one fully charged battery on port two of the controller, and one battery at approximately half charge on port one of the controller. As the patient was disconnecting the battery in port one, the controller restarted without sounding an alarm. It is believed there was a transient disconnection between battery two and power port two. The battery was exchanged and the controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: one battery was returned for evaluation. One controller was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing; the battery was able to adequately provide power to a test controller with no observed anomalies. As a result, the reported "battery was not providing power" event was not confirmed. Log file analysis revealed a controller power up event on (B)(6) 2019 at 04:44:34. The data point prior to the loss of power revealed that a battery was connected to power port one and another battery was connected to power port two. The data point after the loss of power revealed that a battery was connected to power port one and bat753806 was connected to power port two. The controller was without power for 6 seconds. As a result, the reported power loss event was confirmed. The reported lack of alarm event could not be confirmed since the controller was not returned. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported lack of alarm may be attributed, but not limited, to a faulty internal battery or faulty speaker. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. Additional products: d4: serial or lot#: (B)(6) d10: yes, return date: 08-jul-2019 dev rtn to MFR? : FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.